Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The keypad connector was fully locked. The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were very difficult to press. Customer's blood glucose was unknown, but customer reported that blood glucose elevated to 700 mg/dl in the past. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.